Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused chronic sinusitis, polyps and inflammation that has been going on for years. The patient did report to receive medical intervention and had a MRI and further testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging became degraded and caused chronic sinusitis, polyps and inflammation that has been going on for years. The patient did report to receive medical intervention and had a MRI and further testing. The reported events of chronic sinusitis, polyps and inflammation and their reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary.   Repeated attempts to have the device details, device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.   Section(s) b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section d1, d2 and d4 had missing information which are updated in this report. Section h1 has changed to reflect a malfunction.